Event description:
The user facility reported that a patient was implanted with an impella cp for support during a high risk cardiac procedure. It was reported that the patient had synchronized cardioversion for initial heart rhythm 200 beats per minute (bpm) supraventricular tachycardia versus ventricular tachycardia. The patient was then converted to paced rhythm set at 100 bpm. Heparin was paused due to low platelet count. The right distal perfusion catheter appeared to be low or no flow. The impella cp was discontinued and the patient was implanted with an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure investigation summary: no product was returned for investigation. Tachycardia/ ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1958334. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.